Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device volume dispensed was out of range. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, and a peeled downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.